Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range impedance. It was further reported that the lead had a fracture confirmed by x-ray. The lead was programmed off and later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lia triggered in the past was due to high impedance and an unspecified sensing issue.